Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies between 40 and 50 points off. The customer's blood glucose level ranged between 60 and 600 mg/dl. The customer performed troubleshooting and found air bubbles while priming. The customer stated she has had slightly curved cannulas in the past. The customer also reported having received threshold suspend alarms and low reservoir alerts. The customer declined further troubleshooting. Nothing was replaced or returned for analysis.